Manufacturer narrative:
Exact date unknown, event occurred 8 months ago.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted device was discarded.